Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) occurred. On (B)(6) 2025, the same day the sensor had been inserted the abdomen, while the patient was sleeping the husband noted that they were unresponsive and called an ambulance. When the paramedics arrived a fingerstick was taken and the cgm reading was 7.4 mmol/l and the blood glucose reading was 1.2 mmol/l. The patient was treated with an intravenous sugar solution and was given bread and jam once she had regained consciousness. And recovered after treatment. At the time of the report the patient was stable. There was no documentation of further medical evaluation or intervention. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The data investigation found a difference in values that fall within the b zone of the parkes error grid. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). E1: initial reporter state: (B)(6).